Event description:
Abbott freestyle libre2 glucose sensors - they don't work; 1 of the last 7 sensors actually worked for a full 14 days as promised. Experiencing a 50-60% fail rate. This product is putting severe diabetics at risk. I have contacted the company, they are replacing the sensors that have failed. However, the fact that they stop working or fall off is inexcusable. Insurance will only cover 2 per month often leaving patients without any monitoring sensors until a replacement can be made (usually 5-9 days). There should be a warning that when it works, ok. But that it more often doesn't work due to failures to read or dropping off one's arm. I should have known when my endocrinologist's office said I probably should get some large "band aids" to put over the sensor as many people were saying it comes off. How can this possibly be a medical device? I don't want to condemn abbott because the technology will be a wonderful thing, but no one is sharing the risks with patients or considering to use the libre 2. Perhaps they can make stickier glue or broaden the sticky pad to a wider base. Cannot provide you device as I have to send back to abbott to get a replacement. FDA safety report ID# (B)(4).